Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead has been taken out of service due a product fracture, confirmed via x-ray imaging. No resulting adverse patient effects were reported and as the lead was not explanted, no return of product is expected.